Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that right ventricular lead exhibited noise oversensing. No intervention was performed and the patient experienced no consequences.

Event description:
New information noted that the right ventricular lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event for noise was not confirmed. As received, a partial lead connector portion was returned in one piece. Visual inspection of the lead found no anomalies to the insulation except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.